Event description:
A customer contacted beckman coulter inc. (Bec) stating that the operator heard a loud banging sound coming from the avanti j20i centrifuge immediately after the jla-10.500 rotor accelerated to 10,000 rpm. Based on the preliminary investigation of the unit, the loud banging sound rooted from a canister failure. It was confirmed that the rotor did not fail and was fully loaded with six bottles at the time of the incident. The spindle and rotor inside the unit was completely demolished and the rotor chamber was physically compromised with "bumps." The customer experienced ringing in the ears (tinnitus) due to the loud banging sound and needed to seek medical treatment.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 to inspect the incident. The fse confirmed that the canisters have a service life of 7 years. The canisters may have been beyond the service life since the rotor (based on the serial number of the instrument) is approximately 12 years old. The fse requested that the rotor and canisters be returned to bec to verify the preliminary findings. As of (B)(6) 2012, the operator was no longer having tinnitus and was back at work. The bec identifier for this report is (B)(4).